Event description:
It was reported that, the subject device's biopsy forceps was damaged. A CT of the chest and abdomen was performed after biopsy, and there was a highly absorbent material in the stomach that appeared to be a damaged forceps. The excretion status was confirmed by CT scan of the abdomen. The issue occurred during a procedure and the pharyngeal-laryngeal lesion scrutiny diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified since the model number and the lot number of the device used are unknown, the manufacturing records could not be investigated. However, olympus conducts inspections and only ships products that pass the inspections. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.